Manufacturer narrative:
Examination of three unused, returned samples from the same catheter box and lot (manufactured 2016) showed deficiency matching the description by the reporter. Possible caused during packaging. The packaging machinery was replaced in 2018.

Event description:
Event occured in (B)(6). According to the reporter, the nurse noted that blood came out when the nurse removed the urinary catheter from the patient after bladder emptying. At that point, the nurse saw that the catheter end was sharp and that there was a piece of the catheter tip missing. According to the manufacturer's understanding, from the description provided by the reporter, the missing part, i.e. The catheter tip, was left in the catheter packaging and not inserted into the patient. The bleeding was said having lasted 6 hours after catheterisation, but did not re-occur after that. No negative outcome has been observed following the event.